Manufacturer narrative:
Based on the description of the event by the facility, it is doubtful that the outcome would be different if the alarm had sounded. Customer feedback: patient fell and broke hip. Alarm never sounded when patient stood up. Facility tested alarm and found that there was a delay in the sounding of the alarm of approximately 5 to 7 seconds. This delay in the alarm occurred with the delay setting set to 0 seconds. Alimed initial testing procedure: unpacked returned cushion and alarm. Without opening the cushion or the alarm, set up alarm and cushion on chair. Tested function of the cushion and alarm together using 4 people ranging in sizes from 100 - 200lbs. Initial findings: alarm sounded during all testing. There was a 1 second delay before the alarm went off. There was no evidence of a 5-7 seconds delay or of the alarm not sounding. Cushion is slow to return to original shape after patient stands up from it. This is normal and expected with foam as it recovers shape. After initial testing, alarm was opened to check settings. Alarm set to 0 sec delay. Secondary testing: tested tr2 alarm with separate sensor pad (not embedded in cushion): no delay found in the tr2 when tested with separate pad. Tested standard tr alarm with cushion: the same one second delay that was present in initial testing with tr2 was present. Conclusion: the slow recovery of the cushion to its original shape prevents the pressure from being removed from the sensor pad immediately. This is what causes the delay in the alarm sounding, not an issue with the sensor pad or alarm. Compared to another sit straight cushion the retuned cushion is assembled and functions in the same manner. In the 20 tests that were performed the sit straight cushion and tr2 functioned as intended every time. The alarm never failed to sound and there was no finding of a delay of 5 ore more seconds.

Event description:
The following information was gathered via telephone conversations: during the 7 to 3 shift (exact time not known), patient was in a wheelchair in the hall when he stood up and immediately fell. Alarm did not sound. Patient admitted to hospital for treatment for a broken hip and returned to facility. Product was tested after fall and did alarm but delay kept getting longer and longer even with alarm set for "0" delay. User facility said product was tested at the start of each shift, three times per day.